Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. The pt's heart was unusually high and rotated posteriorly in the chest. The anesthesiologist had difficulty placing the introducers for the neck lines. After several attempts, the introducers were placed with the aid of fluoroscopy. The endocoronary sinus catheter was then placed with some difficulty. The endopulmonary vent catheter was placed without problems. Both catheters were placed with the aid of fluoroscopy and transesophageal echocardiography. The pt's blood pressure decreased and cardiac tamponade was diagnosed. A perforation was found near the right ventricular outflow tract and repaired. The operation was completed without further difficulties and the pt recovered without complications.